Manufacturer narrative:
The device was received for evaluation. The download data from the returned device showed that no hazard alarms had been generated by the pod. No issues were observed that would result in a hazard alarm. The exposed portion of the soft cannula was found to have a tear and caused leakage, as fluid was observed exiting the tear. It could not be conclusively determined if the tear contributed to the reported event. No other damages or defects were found with the device that would result in a hazard alarm being generated. The observed soft cannula damage is currently under a CAPA investigation. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to above 20 mmol/l (360 mg/dl) between 49 and 71 hours of wearing the pod on their hip/buttocks. The parent stated the dexcom sensor could not measure the level and just noted it was "high". The parent reported after 36 hours, the pod started alerting the insulin was getting low, however, the pod was filled with at least 100 units of insulin and based on the amount of insulin given as bolus and micro boluses, the pod should not have neared empty. There was no medical assistance required. The device evaluation found a tear on the cannula.